Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn (B)(4). The date of that submission was 04-mar-2025. H3: received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer reported issue was not able to confirmed through the operation test. The primary cause of the reported issue was unable to be determined during repair activities. The device was returned to the customer with no repair provided at the customer's request.

Event description:
It was reported that the amount of liquid delivered differed from the actual amount of drug. There was patient involvement, and no patient harm/adverse event reported.